Event description:
A consumer reported experiencing severe pain due to a corneal ulcer associated with wear of focus night & day lenses. The report indicated that unspecified medical intervention occurred. Request has been made for additional inforamtion however no further information is available.